Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that when duraseal spine ous 3ml kit 5kit/box ce approved (204003) was applied on top of patient's dura, the surgeon noticed that the sealant became liquid form and not hydrogel adhesive as normal. The surgeon decided to leave as sutured and close the skin. There was a delay of 10 minutes due to product issue. There was no patient injury.

Manufacturer narrative:
Updated fields: a2, a3a, d4, d9, g3, g6, h2, h3, h4, h11. Additional information was received as follows: please provide patient outcome/status.: based on last discharge patient have residual right facial nerve plasty. Patient age and gender.: male 50 years old. Investigation findings: duraseal spine ous 3ml kit 5kit/box ce approved (204003) was not returned for analysis and the investigation could not confirm the complaint. A DHR review and trending were performed as part of the evaluation. Proper finished good testing was performed prior to release as indicated in the DHR. The root cause is undetermined and was unable to be confirmed in the complaint evaluation. Per the fmea, potential causes of failure include: issues with performance. The risk remains acceptable per the risk analysis. No enhancements or improvements were generated for the reported condition. The file will be closed as could not be reliably determined. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a